Manufacturer narrative:
(B)(4). A maquet field service technician evaluated the device. He replaced the brakes on the cupola, and returned the device to service. Checking that the spring arm remains in position is part of the daily user verifications, per the powerled series operating manual. Should a drift be observed, users might need to adjust the brakes.

Event description:
The customer reported that the light was drifting down and merely bumped the doctor&#34016;head during a case. No injuries were reported and the event did not affect the outcome or harm the patient. (B)(4).